Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm. The proximal aortic neck had a 70 degree angle of tortuosity. Terminal diameter was 12x15mm. It was reported that coil embolization was performed for right internal iliac artery; another manufacturer¿s excluder was implanted into the external iliac artery from right cia. Then, another manufacturer¿s bifurcate was successfully implanted. An endurant aortic cuff was implanted just below the renal artery to extend 3-stent length from proximal side of the main body. Ballooning was carried with a reliant balloon. Final angiography showed a type iii endoleak, which was coming from the junction site of aortic cuff and the main body. Another ballooning was carried with the reliant balloon for touch-up. As angiography was twice repeated inside of the stent graft, decreased type iii endoleak was confirmed. Protamine was administered to the patient and they will be monitored without additional implantation of another aortic cuff in consideration of the possibility of type IV endoleak and the patient¿s age. No clinical sequelae were reported and the patient is fine.